Manufacturer narrative:
Vygon received the failed sample. The details of the malfuction and the sample have been forwarded to the manufacturer for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The 2fr dual PICC easily inserted into patient, when flushed it was noted to be leaking at train relief. They tried another catheter with no insertion success.

Manufacturer narrative:
During the investigation performed on the returned 1252.230g product, the reported complaint is not confirmed. Upon flushing the catheter via the orange lumen, an area of leakage was identified from the junction at the fixation wings. However, on examination of the 1252.230g, a tear was identified in the orange lumen of the catheter and the catheter was found to be kinked on the opposite side. From previous investigations, we are aware that the kinking that was identified is indicative of the catheter having been subjected to stress and flexion. This is consistent with the hubs being repeatedly flexed from side to side. In an attempt to prevent future reoccurrence of this issue, it may be worth considering the securement method used. It may also be worth considering the use of grip-lok¿ which may help to avoid flexion/stress on the catheter. Grip-lok¿ is a flexible low-profile catheter securement device designed for maximum patient comfort, (ref. Picture on the following page). This grip-lok is provided with the product. After performing a review of the batch record it was confirmed that there were no abnormalities identified in the manufacturing process of this device. It was also confirmed that each catheter is leak and flow tested before packaging. Corrective action: no corrective action has been initiated at this point in time. However, both vygon germany and vygon USA have entered this into our complaint logs and will continue to be vigilant for this type of complaint. Preventive action: the use of the provided grip-lok¿ is strongly recommended.

Event description:
The 2fr dual PICC easily inserted into patient, when flushed it was noted to be leaking at train relief. They tried another catheter with no insertion success.